Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a skin reaction with the use of the adc freestyle libre sensor. Customer experienced blistering at the sensor site and had contact with a healthcare provider, who prescribed triamcinolone ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported a skin reaction with the use of the adc freestyle libre sensor. Customer experienced blistering at the sensor site and had contact with a healthcare provider, who prescribed triamcinolone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on sensor patch. No issues were observed. Adhesive was also returned and observed no abnormalities on adhesive. No malfunction or product deficiency was identified.

Manufacturer narrative:
This serves as a correction report. The g4 - (date received by mfg) was incorrectly documented in emdr-89307 as 07may2020. The correct g4 date is 06jul2020.

Event description:
Customer reported a skin reaction with the use of the adc freestyle libre sensor. Customer experienced blistering at the sensor site and had contact with a healthcare provider, who prescribed triamcinolone ointment for treatment. There was no report of death or permanent injury associated with this event.